Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had recorded pacemaker-mediated tachycardia (pmt) and atrial undersensing. Boston scientific technical services (ts) reviewed the presenting rhythm electrogram (egm) and noted atrial undersensing. The device appears to be functioning as programmed. The device also has a pmt episode, which appears to be pacemaker-driven. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had recorded pacemaker-mediated tachycardia (pmt) and atrial undersensing. Boston scientific technical services (ts) reviewed the presenting rhythm electrogram (egm) and noted atrial undersensing. The device appears to be functioning as programmed. The device also has a pmt episode, which appears to be pacemaker-driven. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicated that the cause of undersensing was not yet determined but was suspected to be due to changes with the patient. To date, this device remains in service. No adverse patient effects were reported.